Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while inserting a ruby coil into the lantern, the physician kinked the midshaft of the pusher assembly for the ruby coil. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no adverse effect to the patient.